Manufacturer narrative:
(B)(6). (B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 305.4 cm from the tip of the fiber connector to the end of the fiber body. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the patter of the tip was consistent with normal degradation. When connected to the laser console, the following message was displayed: applicator has been used 3 times. The light from the sma connector was distorted, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the tip had normal degradation. Additionally, the light from the sma connector was distorted, indicating a fracture within the fiber connector. It is likely that procedural handling of the fiber during use or reprocessing contributed to the fracture within the fiber connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on february 9, 2020 that a lighttrail reusable 270um laser fiber was used in an endoscopic combined intrarenal surgery (ecirs) procedure in the kidney performed on (B)(6) 2020. During the procedure, the laser fiber suddenly no longer seemed effective. The procedure was completed. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.